Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg had migrated to an uncomfortable position. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was relocated and replaced. The patient was doing well postoperatively.